Event description:
This device was used in a sudden cardiac arrest of a (B)(6) female pt in which the pt did not survive. The device analyzed and advised a shock to be delivered but the shock was not delivered and when the device detected that the shock had not been delivered it shut down.

Manufacturer narrative:
Engineering investigation concluded that the fault was due to a dry solder joint on the printed circuit board. The dry solder joint occurred on a power pin which enables a relay to switch for the delivery of therapy. The dry joint was making intermittent contact but failed at the time of the reported event. Heartsine technologies are currently undertaking a recall, z-0124-2013. We have investigated this complaint thoroughly and can conclude that the problem which occurred with this device had no connection whatsoever to the reasons for the field safety corrective action.